Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). The stimulation turned off when the battery on the stimulator was low (20%) (only once) and wouldn't charge over 80% (only once). It now charges to 100%. The stimulator battery only lasts two days, then it shuts off and hasto recharge and turn back on each time. It takes one to 1.5 hours to charge to 100%. The pt was told to keep note of issues and discuss at next visit. The issue was not resolved.

Event description:
Information was received from patient regarding an implantable neurostimulator. The reason for the call was that the patient reported they had met their hcp on (B)(6) to have the ins checked but after that they noticed that the ins was turning off automatically, and the ins battery would not charge beyond 80%. Patient stated that the ins battery was at 20% when they noticed the stimulation was off. Agent reviewed the information and advised the patient to monitor the situation. Agent redirected the patient to their hcp if the issue persists. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 coding updated based on previously reported information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.